Manufacturer narrative:
Returned device was received in poor physical condition. The right plunger case is cracked. The plunger assembly is 100% contaminated. Additionally, the top case is broken, left front side ear clip and ear clip spring is contaminated. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. No adverse events were reported.